Event description:
Subject (B)(6) hear a hissing sound from his cannulae site. Silicone tape was placed until a complete cannulae repair was completed by rich smith. The patient remained hemodynamically stable.